Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one curved opening on the anterior and red particles in the shell. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified one striated opening on the anterior. Based on the device analysis the final assessment was one striated opening due to surgical damage consistent in the use of some surgical tool. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported right side "breast started swelling up", "saw their surgeon who gave them antibiotics, but one week later it was drained as the antibiotics were not working", and "swelling back." Patient additionally reported "started to swell a lot and was very painful", "lot of pain", "concern about my health factor", and "discomfort". Additionally, healthcare professional "seroma of the right breast observed. A drain was placed however the swelling recurred so the implant was removed (capsulotomy)". Patient also reported "emotional suffering"; this is not device related. Device has been explanted.